Manufacturer narrative:
(B)(4).

Event description:
During a procedure, it was reported the catheter tip lost its deflection. When the physician was removing the catheter out of the heart, it entangled on the avanti sheath introducer (8f). The patient was moved to surgery room and the catheter was removed by cardiovascular surgery. The physician had to cut the catheter handle.

Manufacturer narrative:
(B)(4) during a procedure, it was reported the catheter tip lost its deflection. When the physician was removing the catheter out of the heart, it entangled on the avanti sheath introducer (8f). The patient was moved to surgery room and the catheter was removed by cardiovascular surgery. The physician had to cut the catheter handle. Upon receipt, the catheter was visually inspected and shaft was cut about 8 mm from tc sleeving leaving wires exposed. Due to these conditions, the catheter deflection could not be tested. However, the deflection mechanism was analyzed and no malfunctions or damages were noticed. It remains unknown how the catheter entangled with the femoral artery. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. IFU clearly states to not use excessive force to advance or withdraw the catheter through the guiding sheath, when resistance is encountered. In addition, it is recommended to use both fluoroscopy and electrogram data to monitor catheter advancement and reduce risk of tissue injury. The customer complaint cannot be confirmed.